Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of midazolam was not confirmed or replicated during a review of the limited provided information. The suspect device and associated logs were not returned for testing or log review. It was noted that the facility will not be returning the bd devices for investigation. A limited summary of the incident infusion was performed using the provided all infusion detail report for incident date (B)(6)2023, and reported time of 1829hr (6:29 pm). Initial programming date/time could not be determined as the provided report did not contain that information. An ongoing infusion of midazolam, with a dose of 6mg/h, drug amount 100mg, diluent volume 100ml and a rate of 6ml/h was observed on 5:25 pm. At 6:12 pm, the infusion was stopped, the pvi at the time was observed to be 39.3ml, the infusion was restarted with the only noted change a vtbi of 100ml and pvi of 0ml. At 6:29 pm, a ¿module status changed¿ was recorded and the infusion was stopped. The pvi was recorded as 1.70ml. At 6:30 pm, the infusion was restarted with the noted change of vtbi of 80ml and a pvi of 0ml. At 6:35 pm, a ¿module status changed¿ was recorded and the infusion was stopped. The pvi was recorded as 0.54ml. At 6:40 pm, the infusion was stopped, pvi was recorded as 0.54ml and no further information is available. It could not be determined what ¿module status change¿ is defined as in the all infusion detail report.

Event description:
It was reported that there was an over infusion of midazolam (100mg/100ml in normal saline). The infusion was started at 1812 with an intended infusion rate of 6ml/hour. However at 1829, the clinician reportedly noted that the medication bag was empty. The infusion report showed that "1.7ml" was delivered. No changes in vital signs were noted. Due to the event, an infusion of lactated ringers was ordered, and the patient woke up six (6) hours later, agitated but opening eyes spontaneously and following commands. Midazolam 4 mg bolus was then administered and precedex infusion started.

Event description:
It was reported that there was an over infusion of midazolam (100mg/100ml in normal saline). The infusion was started at 1812 with an intended infusion rate of 6ml/hour. However at 1829, the clinician reportedly noted that the medication bag was empty. The infusion report showed that "1.7ml" was delivered. No changes in vital signs were noted. Due to the event, an infusion of lactated ringers was ordered, and the patient woke up six (6) hours later, agitated but opening eyes spontaneously and following commands. Midazolam 4 mg bolus was then administered and precedex infusion started.

Manufacturer narrative:
Omit: b15 - analysis of data provided by user/third party. Correction : FDA notified? Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a, b, c, d and g codes . Investigation summary. The reported issue of an over infusion of midazolam was not observed in review of the logs or replicated during testing of the suspect pump module. Laboratory testing found the suspect pump module delivering fluid as programmed, within specification and without any periods of unregulated flow observed. Internal inspection of the bezel assembly observed the mechanism¿s iui bracket mounting tabs broken. However, an internal inspection did not observe any of the tabs wedged in or around the mechanism assembly to indicate the damage resulted in an over infusion event. The customer provided an event date of (B)(6) 2023, and time of 6:29 pm. A summary of the incident infusion was performed using the downloaded log information from both devices. At 6:12 pm, a remote IV infusion was received/started for midazolam inf (drug ID 649) with a rate of 6ml/h and a vtbi of 100ml. Pvi was recorded as 731.08ml. At 6:29 pm, the suspect pump module alarmed for channel error 240.4150, the error was confirmed by the user, the pump module was removed, reattached to the system, the previous infusion parameters were restored/started with an updated vtbi of 80ml entered by user. Pvi was recorded as 732.78ml. At 6:35 pm, the suspect pump module alarmed for channel error 240.4150. The error was confirmed by the user, five (5) minutes later the pump module was removed from the system. Pvi was recorded as 733.32ml. Additionally, the pcu device logs could not determine the volume contained in the infusion bag either at the start or end of the infusion. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of midazolam (100mg/100ml in normal saline). The infusion was started at 1812 with an intended infusion rate of 6ml/hour. However at 1829, the clinician reportedly noted that the medication bag was empty. The infusion report showed that "1.7ml" was delivered. No changes in vital signs were noted. Due to the event, an infusion of lactated ringers was ordered, and the patient woke up six (6) hours later, agitated but opening eyes spontaneously and following commands. Midazolam 4 mg bolus was then administered and precedex infusion started.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.